Event description:
A surgical coordinator reported an unexpected outcome following an intraocular lens (iol) implant procedure. The target was -0.50, the outcome was -4.75. Additional information was received from the reporter that the target refraction was -1.34 diopter, not -0.50 diopter as previously reported. The patient has a history of pterygium excision and corneal scars and was informed that a photorefractive keratectomy or a piggyback iol may be needed after the cataract extraction. A -5.5 diopter piggyback lens was implanted, and the patient is now 20/20 uncorrected. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received and no further information is expected. (B)(4).